Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to obtain an ECG reading through the right arm and left leg leads. It was reported to philips that the alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.